Manufacturer narrative:
Corrections: previous supplemental should have been serious injury - b1, b2, h1 updated in this supplemental to reflect this correction.

Event description:
New information received noted that device was reprogrammed to address the issues. Patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with loss of capture that triggered a non-sustained ventricular tachycardia episode after a back-up pulse was delivered. Programming changes were suggested to a healthcare provider. Patient will continue to be monitored. Patient had no consequences after the event.